Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance. The fse performed internal and external inspection, and everything was properly connected. During external inspection found ac power cord all twisted and no voltage reading on the output end. The fse confirmed the power cord required replacement. The fse replaced the power cord to resolve the issue. The device passed testing and was returned to service. The faulty power cord was sent to philips for failure investigation (fi). Ac power cord failed esa resistance test. The reported failure was verified. High pin-pin resistances noted g-g. Root cause was determined to be mechanical damage. Upon further investigation, the issue was found outside of patient use; therefore, this complaint no longer meets reportability requirements.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 14jan2021.

Event description:
It was reported to philips that the device was not powering on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.